Event description:
It was reported to medtronic minimed that the customer experienced issues with the pump. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed . No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test, and displacement test. Reconnected j2/lcd keypad connector, all button function properly. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for button keypad anomaly complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Peeled out keypad overlay, found esc and act buttons flattened (creased) buttons dome switch. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. In conclusion, unresponsive esc and act buttons due to unlocked j2/lcd keypad connector confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.